Event description:
Device 1 of 4. Reference MFR report: 1627487-2012-1152. Reference MFR report: 1627487-2012-1153. Reference MFR report: 1627487-2012-1154. It was reported that the pt was hospitalized due to infection at both of her incision sites. She is working with her physician to determine the next course of action.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.